Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues were reported in association with the event. It was reported that the device was turned off in (B)(6) of 2020 as the patient went on hospice. The patient's outcome is unknown. The device was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU) is currently available. This document outlines the potential adverse events that may be associated with the use of the heartmate ii lvas and instructs the user on how to turn off the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported patient's device was turned off in (B)(6) of 2020 as patient went on hospice. After device was turned off, hospital clinical team stopped following patient, so outcome unknown.